Event description:
Customer reported post-op patient was started on a morphine pca in the pacu on (B) (6) 2010. The following day the patient was found snoring and unresponsive. Programmed for morphine, dose 1mg, limit of 6mg/hr, lockout of 10 minutes and bolus of 1.5mg xl. Concentration was 30mg/30ml. Second syringe was placed into the pca at 1800. Third syringe placed about midnight. At 0230, the patient was checked without issues. At 0600, the patient was found snoring and unresponsive, ph = 0.75. Third morphine syringe was half empty. Narcan IV was given with no change on loc and the pt was intubated. The site was contacted to obtain information on patient status, ICU manager indicated patient did quite well, with no medication errors noted. No additional information was provided.

Manufacturer narrative:
(B) (4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Event logs and data set were sent for analysis. Review of the event logs indicated no outstanding issues or anomalies occurring with the pca device or the system during the morphine infusions. The three pca infusions were all programmed per the customer's reported expected parameters with the exception of the dose request setup. The user changed the profile to profile 1 as opposed to profile 2. This change would not result in an over infusions since the lockout period controls when a pca request can occur. The third syringe pca infusion was stopped early with the remaining syringe volume logged as 21.4014ml; this syringe infusion was started with a volume of 30.4014ml. The total volume of morphine logged for all three syringe infusions was 66.7369 ml within the nineteen hour period. The patient had made a total of 52 pca requests during the first syringe infusion with the device responding to 28 of the requests. The 24 pca requests that the pca device ignored was due to the requests occurring during the ten minutes lockout periods. During the second syringe infusion, the patient made a total of 88 requests with the pca device only responding to 30. During the third syringe infusion, the patient 11 pca requests and device responded to 9 only. No malfunction of the device was reported or believed to have occurred. The root cause for the customer's reported experience is unk. Review of the service history records did not reveal any outstanding issues. Additionally, no other complaints have been opened in the product monitoring database system for this device serial number.